Event description:
Consumer complaint of erratic blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 130-160 mg/dl fasting. Verified the strips expire 11/19/2017. Customer confirms the strips are stored properly. Customer performed back to back blood test, 87 mg/dl and 86 mg/dl fasting. Reviewed meter memory: 100 mg/dl, (B)(6) 2015, 05:55 pm, fasting: no; 93 mg/dl, (B)(6) 2015, 06:41 pm, fasting: no; 99 mg/dl, (B)(6) 2015, 08:40 am, fasting: yes; 103 mg/dl, (B)(6) 2015, 07:37 pm, fasting: no; 110 mg/dl, (B)(6) /2015, 07:16 pm, fasting: no. Customer called concerned her true result meters is registering erratic result when compared. Onetouch meter, 130 mg/dl versus trueresult 100 mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter and strips evaluated with no defects found. Most likely underlying root cause of malfunction. User misunderstanding of erratic results.